Event description:
The customer reported during testing of the saw prior to surgery, a black substance was observed. The customer reported the saw was not used during the procedure. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On august 13, 2007, the saw involved in the reported event was evaluated. During the evaluation, the technician noted several components were corroded. The corrosion observed on the saw appears to be a result of the customer's handling of the saw.